Event description:
Procedure type: high utero suspension. According to the reporter: there was a suture breakage during the case which caused an additional 45 minutes to the case. One of the two suspension knots broke. Restarted that side again, had to suspend with only one side knot. An attempt was made to redo the second knot, but due to other complication they had to use only one suspension knot. The case was then completed.